Event description:
While walking, the pt suddenly felt pain at his femur. The surgeon found that the nail was broken in two parts. The defect was found at the fractured part of the bone and non-union. The broken nail was revised. No adverse consequences or surgical delays were reported.

Manufacturer narrative:
Summary of eval: the results of the eval suggest that this event is not device related but rather, would be pt related.